Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt reported poor performance when using the cochlear implant system. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function. The results of electrode tests were unclear. The pt's device was explanted four months later, and a new device was reimplanted during the same surgery.